Event description:
A 285 lb pt did not cool immediately. The pt stayed at 62 degrees for 15 mins. The color of blood became concerning, drew blood gas sweep rate 6.4 on bypass fi02 85% (p02 was 40mmhg). 15 min at normothermia increase fi02 to 100% blood gas drawn again p092 was 40 mmhg so changed unit to another cxsx18. No problems were noted with the new oxygenator. The pt was fine.

Manufacturer narrative:
The returned unit was visually examined; no abnormality was observed. The units were tested for oxygen tranfer; results were within spec. The routine manufacturing quality control records were reviewed and no abnormality was observed. No cause for this occurrence could be identified.